Manufacturer narrative:
With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. The medical team reported that they did not believe the reported event to be related to the device as the device behaved as expected. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's complex underlying medical condition and the complexities of his surgical procedure and subsequent coagulopathy. There are patient, procedural and pharmacological factors that may have contributed to the reported event. Per the instructions for use (IFU): the heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. Bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that during implantation of the hvad pump the epinephrine drip was turned off inadvertently and right side of his heart became increasingly dysfunctional. The surgeon went back on cardiopulmonary bypass to rest the right side of the heart.  After an additional 30 minutes of bypass, he was once again weaned and separated from bypass successfully.  He was transferred to the intensive care unit (ICU) on milrinone, epi and nitric oxide inhaled. His second bypass run exposed him to an additional heparin dose. The patient developed massive bleeding. The bleeding occurred mostly from the chest tubes located in the mediastinal area, however, blood was also oozing from intravenous (IV) sites and the driveline exit site. The source of the bleeding was not identified. He was administered platelets, protamine, and packed red blood cells (prbcs) for reversal but the patient had severe coagulopathy. The patient's chest was re-opened in the intensive care unit during resuscitation. He was given levophed and resuscitation drugs. Despite resuscitative efforts, the patient expired due to acute blood loss. No autopsy was performed. The therapeutic team reported that the event is not related to the device as it behaved as expected. The patient was very ill prior to implant with moderate right heart dysfunction and was relatively high risk for open-heart surgery. Of note, the patient's anticoagulation was reported to be uncontrolled, although, his international normalized ratio (inr) and liver function tests (lfts) were within normal limits at the time of implant.  No further information was provided.